Manufacturer narrative:
Block b3: the exact date of event was not reported. July 1, 2022 was utilized as the date of event as the article was received on january and the information indicates the patient issues appeared around two and a half months after the initial implant of the stent and 14 weeks after the axios procedure. Block d4, h4: the literature article did not provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: the initial reporter facility name is (B)(6) university. Block g2: literature source: tiffany z. Yu, abishek agnihotri, richard zheng, babar bashir, nayeem nasher, charles j. Yeo, avinoam nevler, harish lavu, wilbur b. Bowne, and anand kumar. "Salvage endoscopic ultrasound-guided gastrojejunostomy as a bridge to definitive surgical therapy for duodenal adenocarcinoma presenting with duodenal stent obstruction." Clinical journal of gastroenterology (2023) 16:387-391. Block h6: imdrf device code a010402 captures the reportable event of "the lams had traversed the mesocolon." Imdrf patient code e2326 captures the reportable event of "significant inflammation." Imdrf patient code e2313 captures the reportable event of fibrosis. Imdrf patient code e2314 captures the reportable event of "post-operative pancreatic fistula (popf)." Imdrf impact code f2202 captures the "percutaneous drainage" and "en bloc resection of the stent, gastric body, and proximal jejunum." Imdrf impact code f08 captures the hospital re-admission four days after.

Event description:
Note: this report pertains to one of two devices used for the same patient. Refer to manufacturer reports 3005099803-2024-04558 for the associated device information. Boston scientific became aware of an event involving a wallflex colonic soft stent system with anchor lock delivery system and an axios stent and electrocautery enhanced delivery system through the article titled, "salvage endoscopic ultrasound-guided gastrojejunostomy as a bridge to definitive surgical therapy for duodenal adenocarcinoma presenting with duodenal stent obstruction", by tiffany z. Yu, et. Al per the article, between july 2022, and january 2023 the following occurred with the 51-yeard old study patient who was suffering different symptoms from moderately differentiated adenocarcinoma: a wallflex colonic soft stent system with anchor lock delivery system duodenal stent was implanted. Two and a half months after the implant, the patient experienced nausea and vomiting. A repeat endoscopy showed duodenal stent stenosis with tumor ingrowth. Subsequently, an axios stent and electrocautery enhanced delivery system was implanted as the physician decided that a second duodenal stent would be inappropriate. Fourteen weeks later during a surgical resection of the patient duodenal mass, it was noticed the axios stent had migrated, creating significant inflammation and fibrosis. This required a resection of the stent along with the gastric body and proximal jejunum. Four days following discharge, the patient required hospital readmission due to post-operative pancreatic fistula that was resolved with a percutaneous drainage. The patient continued with chemotherapy and was found without evidence of disease recurrence.

Event description:
Note: this report pertains to one of two devices used for the same patient. Refer to manufacturer reports # 3005099803-2024-04557 and 3005099803-2024-04558 for the associated device information. Boston scientific became aware of an event involving a wallflex colonic soft stent system with anchor lock delivery system and an axios stent and electrocautery enhanced delivery system through the article titled, "salvage endoscopic ultrasound-guided gastrojejunostomy as a bridge to definitive surgical therapy for duodenal adenocarcinoma presenting with duodenal stent obstruction", by tiffany z. Yu, et. Al per the article, between july 2022, and january 2023 the following occurred with the 51-yeard old study patient who was suffering different symptoms from moderately differentiated adenocarcinoma. A wallflex colonic soft stent system with anchor lock delivery system duodenal stent was implanted. Two and a half months after the implant, the patient experienced nausea and vomiting. A repeat endoscopy showed duodenal stent stenosis with tumor ingrowth. Subsequently, an axios stent and electrocautery enhanced delivery system was implanted as the physician decided that a second duodenal stent would be inappropriate. Fourteen weeks later during a surgical resection of the patient duodenal mass, it was noticed the axios stent had migrated, leading to perforation and creating significant inflammation and fibrosis. This required a resection of the stent along with the gastric body and proximal jejunum. Four days following discharge, the patient required hospital readmission due to post-operative pancreatic fistula that was resolved with a percutaneous drainage. The patient continued with chemotherapy and was found without evidence of disease recurrence.

Manufacturer narrative:
Blocks b5 and h6 have been corrected based on medical safety input received on october 25, 2024. Block b3: the exact date of event was not reported. July 1, 2022 was utilized as the date of event as the article was received on january and the information indicates the patient issues appeared around two and a half months after the initial implant of the stent and 14 weeks after the axios procedure. Block d4, h4: the literature article did not provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: the initial reporter facility name is (B)(6) medical college, (B)(6) university. Block g2: literature source: tiffany z. Yu, abishek agnihotri, richard zheng, babar bashir, nayeem nasher, charles j. Yeo, avinoam nevler, harish lavu, wilbur b. Bowne, and anand kumar. "Salvage endoscopic ultrasound-guided gastrojejunostomy as a bridge to definitive surgical therapy for duodenal adenocarcinoma presenting with duodenal stent obstruction." Clinical journal of gastroenterology (2023) 16:387-391. Block h6: imdrf device code a010402 captures the reportable event of "the lams had traversed the mesocolon." Imdrf patient code e2326 captures the reportable event of "significant inflammation." Imdrf patient code e2313 captures the reportable event of fibrosis. Imdrf patient code e2314 captures the reportable event of "post-operative pancreatic fistula (popf)." Imdrf patient code e2114 captures the reportable event of perforation caused by stent migration. Imdrf impact code f2202 captures the "percutaneous drainage" and "en bloc resection of the stent, gastric body, and proximal jejunum." Imdrf impact code f08 captures the hospital re-admission four days after.